Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient revised due to poly wear. Cup was cut out and replaced with strykers, one of our heads was implanted to replace the original ball head. Components not revised: resolution #6 stem 27000006 lot 115a029742. Cup plug 38180002 lot 115a031753.

Event description:
Allegedly, patient revised due to poly wear. Cup was cut out and replaced with strykers, one of our heads was implanted to replace the original ball head.